Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 38 mm xience prime stent was implanted at 16 atmospheres (atm); however, a distal edge dissection was observed. A 3.5 x 15 mm xience v stent was deployed to treat the dissection successfully with a good patient outcome. There was no significant delay in the procedure. No additional information was provided.